Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility biomedical engineer reported a colleague infusion pump with an 814:04 failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/set-up in central supply. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective air in line printed circuit board (ail pcb). The pumphead module was replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA.